Event description:
Two patient hcg tests that were initially positive were negative when repeated. The incorrect results were not reported. The field service representative was unable to determine a cause for the incorrect results.